Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. Retained units were evaluated and passed the internal testing. Since a sample was not returned for evaluation, the exact root cause of this incident could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: description of event: connector leaks during infusion. Preliminary handling of event: in this case, it is a product quality problem and has been confirmed as a processing technology problem of individual products through communication with the manufacturer. After investigating the same batch of products and asking the other departments using the product, no similar situation has been found. The supplier agrees to replace the same specification of products with the department and feed it back to the manufacturer and promises to strengthen product quality inspection. Follow-up information was received on 16oct2024 from the sales rep. When leakage was discovered, the customer was infusing saline and paclitaxel (chemotherapy).